Manufacturer narrative:
Additional information: evaluation summary: this report is based on information provided by the complaint tracking system. No product was received at medtronic. The bio-bag arrived empty. Since no sample was returned for investigation it is impossible to determine if product meet specs or not . The customer reported they had a fail to attach capsule. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation. Evaluation was not performed since the product sample did not arrive for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation